Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38 indicating consecutive stalled insulin motor events, and the user attempted multiple restarts without resolution; the device was replaced and education on return procedures and device use was provided. Symptoms included no reported impact to blood glucose. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting and review of device alarm history. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.